Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced persistent high blood glucose (bg) events, with recent readings as high as 576 mg/dl and 400 mg/dl. The event involved product(s) mmt-332a,unomedical,unk_sensor,mmt-1884. The customer has type 1 diabetes and managed the high bg using manual injections and the insulin pump. The high bg has persisted for more than four hours. Troubleshooting was performed. . It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event.the customer reported that the pump was not accepting manually entered bg values. The pump was not delivering boluses and was not in smartguard mode. The customer was assisted in delivering a bolus using the bolus wizard. The pump was confirmed to be giving the correct amount of insulin based on settings, and no issues were found in terms of insulin delivery. No further patient complications were reported. No product replacement or return is required for mmt-332a,unomedical,unk_sensor,mmt-1884.